Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the hospitalization was 902 mg/dl. The customer reported that on the day before the incident, she was vomiting all day. The customer stated that on the day of the incident, she was found unconscious and later hospitalized. The customer reported that she was informed that she was developing fluid on her brain and her kidneys were beginning to fail. During troubleshooting, the customer reported that she had received no delivery alarms and low reservoir alarms prior to the hospitalization. The bolus history showed that the customer's recent blood glucose levels ranged from 449 to 589 mg/dl. The customer requested that the insulin pump be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.